Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15035. It was reported that the patient presented in clinic for routine follow up, microdislodgement of right ventricular lead was noted. Dislodgement of right ventricular (rv) lead was confirmed via fluoroscopy. The patient was scheduled for lead revision. During procedure, it was noted that the proximal portion of the right atrial (ra) lead was bent. The right atrial and right ventricular leads were explanted and replaced. The patient was stable post procedure.